Event description:
I had natrelle silicone implants placed in (B)(6) 2016. In 2021 I started (B)(6) 2021 I started experiencing continued/chronic debilitating neck and joint pain with deep nerve pain into both my arms and pain into both scapulas. I went to numerous specialists, including ortho, neurosurgeon, pain specialist, rheumatologist, and struggled to find definitive answers. I had an elevated ana. Went through artificial disc replacement in my neck just to try to get relief in (B)(6) 2022 and had no symptom relief even after six months. I had an MRI of my breast implants in (B)(6) 2022, which showed a high density structure on the left side. Started to research whether it could be implants I had an MRI of my breast implants in (B)(6) 2022, which showed a high density structure on the left side. Started to research and saw the potential risks of silicon breast implants. Went back to my original surgeon who stated that it might be a small leak. Opted to have them removed with capsulectomy with a different surgeon as my first surgeon told me that would leave me deformed. I am five days postop. I want answers as to why these are still on the market and causing so many people to be sick. I was a healthy mom of four and wife and this last year has been debilitating. I have also been diagnosed with emphysematous lung changes on my lungs and have never been a smoker. My pft testing shows air trapping. Please report these findings. Plaquenil, steroids or celebrex, protonix prior to a year ago, I was on zero medication's. FDA safety report ID #(B)(4).